Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained devices.

Event description:
It was reported that due to wearing of the cup insert and osteolysis, the insert and head were removed and replaced.